Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient also felt that the ipg was pulling when the patient twists. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.